Manufacturer narrative:
An event regarding dislocation involving an unknown scorpio patella was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "review of summary report submitted as part of an iis milestone revealed...date of left tka (B)(6) 2007; was revised on (B)(6) 2018 [due to] instability and recurrent patellar dislocation". No report is made regarding which devices were revised.